Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR for the fs libre reader was reviewed and the DHR showed the fs libre reader passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. This also serves as a correction report. Brand name was incorrectly documented in the initial MDR 30 day report. Brand name has been updated.

Event description:
Customer reported being unable to test using his freestyle libre reader due to a blank screen. Customer further reported that on an unspecified date, he experienced unspecified symptoms of hyperglycemia and went to an emergency room, where he received unspecified treatment from a healthcare professional. No further information was provided as customer declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test using his freestyle libre reader due to a blank screen. Customer further reported that on an unspecified date, he experienced unspecified symptoms of hyperglycemia and went to an emergency room, where he received unspecified treatment from a healthcare professional. No further information was provided as customer declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.